Event description:
It was reported that during a lap appendectomy procedure, the device staples were malformed. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.